Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button was difficult to press. Customer used more force and pump turned on. Blood glucose was 81 mg/dl.